Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that orif of the olecranon was done due to broken bone.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 311.43; synthes lot: 4920222; release to warehouse date: january 10, 2005; manufacturing site: synthes brandywine no nonconformance reports (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: visual inspection of the handle revealed the phenolic handle component was broken at component¿s two holes for the device¿s cross pin component; a portion of the handle was not returned. The device¿s etching was noted to be faded. No additional issues were observed. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: dimensional inspection was not able to be performed on broken fragments as it was visually conformed. However, a dimensional analysis was performed on the dowel pin to give a rough estimate on when the device was made. Document specification the following documents were reviewed as part of this investigation: tap handle for small taps and csk handle based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material/hardness review: the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage such as providing torque with improper alignment could have contributed to complaint condition. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure performed was an open reduction internal fixation (orif) of the olecranon.

Manufacturer narrative:
Gtin unavailable, product made prior to gtin compliance date. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on february 14, 2019, as the surgeon was implanting the screw, the holding sleeve crumbled/broke into his hand. All broken pieces were removed from the patient and field. The procedure was successfully completed with three (3) minutes surgical delay. Concomitant medical products reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) holding sleeve. This is report 1 of 1 for (B)(4).